Event description:
The distributor contacted physio-control to report that their device showed all three icons (charge-pak, attention and service wrench) in the readiness display. The device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported failure was due to the digital pcb assembly. The digital pcb assembly caused the device not to power on. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event as provided by 21 cfr 803.56.